Event description:
Emt's were transporting a male pt who was in his fifties. The pt was described as being in stable condition. Approx 5 minutes into the transport, the unit's monitor screen became distorted. It was described as being "snowy" . The emt's changed the battery and the unit's monitor screen display functioned properly for approx 5 to 10 minutes. The unit was still providing audible tones. The emt's periodically ran strips to monitor the pt's ECG trace. The transport was completed with no adverse effect on the pt.